Event description:
A fragment of a bard 10-french central venous line (cvl) catheter was retained in subcutaneous tissue following a tunneled cvl placement in the operating room. Procedure initially attempted with 10-french catheter, but due to dense scar tissue, 10-french catheter could not be tunneled and was removed and replaced with a 7-french catheter. At the time of removal of 10-french catheter, there was no sign of fraying or damage to suspect that the distal end had snapped off, and this was not discovered until a post-operative x-ray to confirm line placement. The fragment did not cause any change in clinical condition or require additional care. It is located in subcutaneous tissue and not within a vessel. The fragment will be removed during scheduled cvl removal, when cvl is no longer needed. Appropriate processes were followed and appropriate care was taken during the procedure. Review with general surgery leadership determined that this was an unusual event which in their experience rarely occurs and was likely due to amount of scar tissue encountered during tunneling process and apparent product failure. Manufacturer response for leonard 10 f dual lumen cv catheter, leonard 10 f dual lumen cv catheter with sure cuff tissue ingrowth cuff (per site reporter): informing the manufacturer today. No response at this time. Will arrange for fragment to be provided to manufacturer for testing/analysis when it has been removed.